Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient experienced limb weakness so they were hospitalized from (B)(6) 2017 for programming and observation. It was confirmed that there was no serious deterioration of health; however, it was unknown if the event was considered resolved. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep). It was reported that the patient's weight was not collected as part of the study.